Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) battery was empty and the ins was not charging and charging was taking too long. The patient felt they were recharging their ins too often. These issues had been present since 2016 (B)(6) . They used their programmer and the programmer also showed that the ins battery was empty when the patient synced. The patient recharged for about 12 hours and the ins still did not charge. The patient was not getting any coupling bars shaded when recharging. They had also tried to charge for 6 hours at another time and got no coupling bars. They were walked through antenna positioning and tried charging but still had poor coupling. They repositioned the antenna several times and got 2 coupling bars and then lost the coupling bars and had none at all. They used the antenna locate feature and then tried recharging and the issues resolved. The ins was on and the patient was able to feel it working. Additional information received from the patient on (B)(6) 2016 reported that they had poor recharger coupling. The ins charge level was low and the stimulation had stopped per the screen on the programmer. The patient was then walked thought starting a charger session. They were able to start a normal charging session but had no coupling boxes shaded. Recharging best practices were reviewed with the patient. Poor coupling was still seen and the patient repositioned the antenna multiple times during report but could not obtain any coupling boxes. The patient mentioned that it had always been frustrating to recharge the ins and one time it took them 2 days to get a recharge going. They also noted that the recharging belt came apart easily which affected the coupling. The patient was able to communicate with another external device. Adhesive discs were ordered for the patient. Follow up information received from the patient on (B)(6) 2016 reported that they did notify their physician regarding the coupling issue. The patient stated that they were able to eventually couple to the implanted device and noted that they issue was resolved as the ins battery was changed to a non-rechargeable model. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.